Event description:
It was reported that the pt received a durom hip generic on an unk date. It was further reported that it is alleged that a revision took place.

Manufacturer narrative:
The MFR did not received the specific device for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Since the implant date is unk, this case is treated as a case related to the issue for which zimmer implemented a correction in november 2009. Based on an extensive investigation of the events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case in not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And corrective action for this product was reported to the FDA in july 2009 as correction z-2415/2426-2008. (B)(4).